Event description:
The customer reported to olympus, the high flow insufflation unit gave a steady alarm, the indicators were off, the light emitting diode (led) ring power was on, and the indicator stayed on. The issue was found during preparation for use for a therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a faulty main board causing error e03. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Information obtained identified the procedure was completed, without delay, with the same / subject device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5 of the previous report (identified via b5) with information inadvertently left off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, alarm sounds and indicators turn off but light emitting diode (led) ring power was on and the indicator stayed on occurred due to faulty main board causing error e03.the cause of the defective main board occurred due to tube pressure sensor mounted on the printed-circuit (cr) board being broken. Olympus will continue to monitor field performance for this device.